Event description:
During a coronary intervention, the tip of the coronary wire broke off into the patient's coronary. Due to the size of the vessel the tip was unable to be retrieved via snare. The tip migrated into a non-essential branch while trying to retrieve it. Wire fragment was left in the branch due to inability to retrieve.